Event description:
Surgery done under local anesthesia, excision of lipoma, right posterior scalp. Back of head shaved and prepped with dura prep. When finishing up the electrocautery, there was a little bit of flash ignition of the oxygen that the pt had been receiving within the operative area per nasal cannula which was quickly extinguished by stopping using the bovie and compressing the area with a towel. Pt received two dime sized blistered areas on back of neck. Polysporin and dressing applied to area. Pencil and pad not saved. Possible lot numbers esu pencil (021004-1 or 021011-1) and esu ground pad (0209301 or 0211192 or 0211262).